Event description:
It was reported that the patient experienced unspecified issues with his sling device. A surgical procedure was performed in which a new artificial urinary sphincter (aus) system was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The surgery was performed due to the patient presented recurring incontinence. There were no patient further complications.